Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post-implant, sensing events were noted. A chest x-ray confirmed lead dislodgement. The lead was repositioned successfully.